Manufacturer narrative:
In response to FDA report number: mw5088491. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "kind of pushed up more", and "firmer." Patient also reported via regulatory agency "being diagnosed with an aggressive breast cancer that was rapidly developing"; this is not device related. Device remains implanted.